Manufacturer narrative:
(B)(4). The compact exchange device (cxd) was not returned for evaluation and the serial number is unknown. During a follow up call, the home patient (hp) stated that it was his fault because he accidently pulled the cxd lever back after spiking the bag which subsequently pulled the spike back out of the bag. Although the device was not evaluated, the information reported by the hp is not consistent with a potential malfunction. The cause for the reported issue of spike coming out was determined to be a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that the spike came out of the heater bag when using a compact exchange device (cxd). The home patient (hp) had to start over, but was wondering if he could spike the bags manually. The technical service representative (tsr) advised that hp could spike bags manually as long as he used sterile technique. The hp would start over with new supplies. The device was operational. During a follow up with the hp regarding the spike coming off the bag, the hp stated that it was his fault as he had accidently (intentionally) pulled the cxd lever back after spiking the bag, and that subsequently pulled the spike back out of the bag. The hp stated that there were no issues with the cxd or any of the supplies. Per hp, he is doing fine and continuing therapy without issues. The hp did not know the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore an evaluation will not be performed.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.